Event description:
It was reported that when the programmer was in analyzer session, the screen went black. It was not connected to a patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.